Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 208 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.